Event description:
A malfunction alarm was reported by the customer, with the specific malfunction code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. As a response to the issue, technical support planned to replace the pump, advising the customer to switch to manual daily insulin injections in the meantime. The customer was instructed on how to prepare the pump for return and was provided a pre-paid label for its shipment back to tandem within ten days.